Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.